Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit , power cord, and system switch were replaced. The unit was returned to service. B no report of patient involvement.

Event description:
The hospital reported the unit had a system reset alarm, requiring a reboot. There was no report of patient involvement.